Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, redness, it looks like the skin is stretching, huge nodule, pus, and biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Other safety data: postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported after injection with 1ml of juvéderm voluma® xc in right and left cheek, the patient began to develop swelling 24 hours later. The adverse events were described as "swelling, redness, it looks like the skin is stretching" and stated that there is a "huge nodule below where patient was injected." Three days later swelling doubled in size on right cheek only (no swelling in left cheek). The same day the patient went to the hospital and was treated with IV antibiotics for "cellulitis." It was reported that the patient was treated by doctor who "put a needle in and was able to get some of the product out and some yellow pus and then clear [pus]." The healthcare professional thinks it might be a "biofilm issue." Patient is currently taking antibiotics, but no steroids were given to them, because the healthcare professional "is scared that it is a (B)(6) issue." No additional information was provided.